Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during abdominoperineal resection and laparoscopy, spark was discharged from the distal end of the shaft of the device. Also thermal spread was too much, but no tissue damage noted. A new device was opened to continue the procedure. Operating time not extended. There was no patient harm.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: evaluation summary: one device was received for evaluation. The returned product met specification as received. Visual inspection found no defects. The associated device was also received. The investigation of the returned equipment did not identify anything that would have caused or contributed to the reported event. The investigation did not identify any defects with the returned e2781-28 electrode. The spatula electrode was inserted into the pencil device, and was plugged into a generator. The device successfully activated. The device passed hipot testing. Nothing unusual was noticed. The investigation found the device to function normally and within specifications. If information is provided in the future, a supplemental report will be issued.